Event description:
Caller reported damage to the pump housing and usb port, which affected their ability to charge the pump, though the pump had not shut down due to the issue. There was no adverse impact to the customer's blood glucose level. The customer's current pump usage continued, and customer technical support (cts) initiated the replacement process by sending a new pump and instructing the customer to return the defective one. The customer was informed of the handling steps and agreed to allow the pump's battery to deplete before sending it back.